Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during a procedure, it wasn't possible to retract the lead helix and the stylet was also got stuck into the lead. The lead was removed and replaced. The patient was stable.